Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for high blood glucose (bg) levels. At the time of the report, the bg level was 294 mg/dl. The contact declined to provider further information about the event. Although multiple attempts were made to obtain further information, the customer did not reply to the requests.